Manufacturer narrative:
The insulin pump had had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer was sleeping when the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value was 284 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.